Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated during evaluation. Functional testing with a known good battery and auxiliary power supply did not reproduce the customer report. The device was extensively exercised and passed all testing. The log review identified multiple power-related events including battery communication failures, calibration prompts, and low-voltage shutdowns during the event in question. The customer battery and auxilary power connector were not returned as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.